Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. The model number has been requested and, as of today, no information has been received. If/when the model number is communicated, an updated report will be provided.

Event description:
It was reported that this electrode system impedance was high withing range and the electrode was found to be moving laterally probably in breast tissue. Technical services (ts) was consulted, reviewed x ray, and electrode position appeared to be suboptimal. Ts recommended electrode revision. There is no evidence the procedure has been performed or scheduled. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode system impedance was high withing range and the electrode was found to be moving laterally probably in breast tissue. Technical services (ts) was consulted, reviewed x ray, and electrode position appeared to be suboptimal. Ts recommended electrode revision. There is no evidence the procedure has been performed or scheduled. This electrode remains in service. No adverse patient effects were reported.